Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that end user reacted to eakin. Red and weeping in area that eakin was in contact with the skin. Client had used the product x 1 year and reacted last month. Went to the hospital and area left to air. Eakin removed out of care and redness healed up. Aquacel and cover dressing.

Manufacturer narrative:
The report submitted on 10/14/2015, with the patient identifier (B)(6) had the incorrect manufacturer report number 9681410-2015-30444 listed. The correct manufacturers report number should have been 1000317571-2015-30444. (B)(4).